Manufacturer narrative:
(B)(4): this lot was manufactured from september 24, 2015 to september 25, 2015.a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the small volume folfusor infused at a faster rate than expected. The device was infusing fluorouracil hs and sodium chloride solution. The infusion was expected to last 46 hours; however, the infusion was found to have finished approximately a day early. There was no report of medical intervention associated with this event. No additional information is available.